Event description:
It was reported that a patient treated for a venous leg ulcer suffered damage of the surrounding skin during durafiber ag dressing removal. Procedure of soak dressing was required during removal of the dressing. Tissue in-growth into durafiber ag was 1-25% and no residue in the wound bed of durafiber ag exist.

Manufacturer narrative:
The device was not evaluated due to no sample was returned for investigation. Investigation results: as of today, no product return for this complaint has become available so the investigation has focused on a review of the batch manufacturing records and been passed to a medical specialist for comment. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The medical review summarised the following. This is a complaint from the durafiber study in the (B)(4) reporting an adverse event for subject number 2.01. The patient had a" "venous leg ulcer" dressed with the durafiber dressing. "It was noted that during dressing removal additional procedure of soak dressing was required and that damage to surrounding skin was trauma associated with removal of the dressing. The "trauma on removal of dressing causing small amount of bleeding to wound bed at upper margin. Bleeding stopped after 10 seconds of light pressure." The dressing was on for 4 days and the product profore was used with the durafiber. Two photographs were submitted with this complaint from the start date of (B)(4) 2018; however the follow-up photographs were not available. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. In conclusion, based on the available information, the stated "mild bleeding" only required "10 seconds of light pressure". This would not be an unexpected occurrence for wounds of this nature. No comparison photographs were provided for the (B)(4) 2018 date of the dressing change, therefore a thorough investigation cannot be provided. The current status of the patient has not been submitted at this time.